Event description:
It was reported that the patient experienced was unable to enter MRI mode. X-ray imaging revealed one of the leads was fractured. The patient also experienced uncomfortable stimulation due to the non-fractured lead. Additionally, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.